Manufacturer narrative:
Product ID 3389s-40, lot# va077as, implanted: 2013 (B)(6); product type lead product ID 3389s-40, lot# va077as, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID 3389s-40, lot# va077as, implanted: 2013 (B)(6); product type lead product ID 3389s-40, lot# va077as, implanted: 2013 -(B)(6); product type lead. (B)(4).

Event description:
It was reported that they were taking a lead out but it was unknown why. There was a problem but no details were provided. It was unknown if the lead would be out for the MRI of the head. No outcome was provided. Further follow-up's being conducted to obtain this information and information about the unknown details. If additional information is received, a supplemental report will be submitted.